Manufacturer narrative:
It was communicated that the associated devices are not available for evaluation. Our investigation included a review of complaint history which revealed no prior complaints for the insert or tibial base lots. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. The visual inspection of the returned device shows tib poly looks typical of an explant. A dimensional inspection was attempted; however damage/deformation at several features of the device would not allow for accurate measurement. A lab analysis was completed with the following results: visual inspection of the returned insert showed deformation of both condylar articulating regions. There was also damage to the inferior surface of the insert, most likely due to contact with the tibial baseplate. This deformation was consistent with an insert that had become disassociated from or was never fully locked into the tibial baseplate. Deformation was present at the posterior lock region of the insert indicating the insert may not have been fully locked. No material or manufacturing deviations were observed during this investigation. A definitive root cause cannot be determined with the information provided. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision was performed due to a poly exchange.